Event description:
The customer reported that the device was constantly beeping with two red lights and one blinking orange light. No adverse reactions were reported during use of the device. The device was available for evaluation. The device was received for evaluation which verified the reported problem of a constant beeping with two red lights and one blinking orange light. The evaluation found the cause of the problem to be a nonconforming main cpu board. The main cpu board was replaced and fully configured, calibrated and all control testing was completed. The battery was also replaced due to not fully charging as it should. After the repair, the device was found to meet specification.